Event description:
Clinical study: same case as MDR 6000089-2005-00550, 6000093-2005-00435, 6000089-2005-00551. 8 days after coronary artery drug eluting stenting procedure the pt experienced a hypersensitivity reaction. The target lesion being treated was a 2.75 mm, 100% stenosed region of the 1st obtuse marginal (om). This was an ostial lesion that was entirely occluded with moderate tortuositu. The lesion was predilated prior to drug eluting stenting treatment. The physician successfully placed four taxus express2 8.8% drug eluting stents to the target lesion without complication. The four tacus stents were sized 2.75x8mm, 2.5x8 mm, 2.5x24, and 2.75x12 mm. Each stent overlapped by 2 mm. The pt was discharged form the hosp 4 days later receiving asa, and plavix. The 4th day the pt described a hypersensitivity reaction that was a generalized petechiae skin rash with mild severity. It was reported that no action was taken and the physician will continue to monitor.